Manufacturer narrative:
A spacelabs product support specialist (pss) reviewed xtr logs and found evidence that several receivers lost network connection from 12:27:50am to 12:28:16am on (B)(6) 2022, suggesting that the reported issue was likely caused by a brief network disruption. The customer was notified that the reported issue was caused by the hospital's network.

Event description:
Spacelabs healthcare was notified that 20 beds connected to the xhibit telemetry receiver (xtr) briefly went offline and then returned on their own. There is no patient or user harm reported with this event.